Manufacturer narrative:
Covidien reference number (B)(4). The covidien service engineer (se) inspected the device and was not able to duplicate the alleged malfunction. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that during the transport of a patient, the display on a 980 ventilator went blank and went into an inoperative state. The patient was removed from the ventilator and was manually ventilated. There was no report of patient harm as a result of the reported event.